Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was completed for the freestyle lancing device ii and reported complaint, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc lancing ii device was not working and the customer was unable to obtain blood glucose measurement. The caller further reported the customer experienced hypoglycemia symptoms of shaking, headache, and a loss of consciousness that left bruises on the left arm when she collapsed. The customer was unable to self-treat and received a third-party treatment of gabapentin, and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc lancing ii device was not working and the customer was unable to obtain blood glucose measurement. The caller further reported the customer experienced hypoglycemia symptoms of shaking, headache, and a loss of consciousness that left bruises on the left arm when she collapsed. The customer was unable to self-treat and received a third-party treatment of gabapentin, and no further information was reported. There was no report of death or permanent impairment associated with this event.